Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 105-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 125 and 121 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/31/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): 114mg/dl (B)(6) 2015 12:35:00 pm fasting:yes; 105mg/dl (B)(6) 2015 08:10:00 am fasting:yes; 134mg/dl (B)(6) 2015 11:41:00 pm fasting:yes; 126mg/dl (B)(6) 2015 12:00:00 pm fasting:yes; 164mg/dl (B)(6) 12:00:00 pm fasting:yes. Customers concern:customer is concerned with result of 105 from memory customer calling stating she is concerned her meter is providing results she considers are low for her. Customer states her meter is displayed results of 105 mg/dl this morning at 09:00 am fasting .customer's meter time and date are not correct.